Event description:
Philips received a complaint on the heartstart xl indicating that it was failing the operational check. The fse evaluated the device and confirmed the operational check failed. And found the handle electrode plates needed cleaning. The handles were cleaned, and the device now passed all testing. Based on the information available and the testing conducted, the cause of the reported problem was the handle electrode plates were not conducting and needed cleaning. The reported problem was confirmed. The device was operational after cleaning the handle electrode plates. The investigation concludes that no further action is required at this time.